Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed unexpected restart error and the alarm could not be cleared since the keypad was unresponsive. The patient's blood glucose at the time of incident was 172 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected e21 after battery change anomalies or a21 alarms noted during our testing. The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and broken belt clip slot.